Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed a rash, redness, inflammation, pimple, drainage, and an infection extending beyond the patch perimeter. On (B)(6) 2025, the parent called a physician and sent them the reaction photos. The patient was prescribed an oral antibiotic medication (cephalexin unspecified dosage, for seven days). The patient started taking the medication on (B)(6) 2025, and the wound healed after the treatment. At the time of contact, it was indicated that the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.